Event description:
It was reported the patient had an infection. The patient had been in the hospital for the prior 12 days. They noted ¿complications and said the physician was looking at a possible infection in their stimulator.¿ the patient noted the physician was not sure if meningitis was the cause. The patient had had two CT scans and their cultures were coming back negative. Patient noted there was pain and tenderness near their ¿box.¿ the patient felt like their ¿box shifted and they experienced massive headaches, seeing spots and tunnel vision.¿ physician had done an x-ray to assess the system and nothing had moved.

Manufacturer narrative:
Concomitant products: product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3550-29, lot# n266574, implanted: (B)(6) 2011, product type accessory; product ID 3550-39, lot# n233690, implanted: (B)(6) 2011, product type accessory. (B)(4).